Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/22/2017 that on (B)(6) 2017 a loss of connection between the transmitter and smart device occurred. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. The root cause was determined to be caused by the smart device platform/operating system.